Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and contamination was found at the latch/lock area. The cause of the problem was contamination. The latch lock and downstream occlusion (dso) sensor were replaced to fix the issue.

Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement.